Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the alleged "unknown issue" was not resolved with troubleshooting. The patient informed the customer care advocate that they were still able to obtain to blood gluocse results from the subject meter, however, the exact issue was not specified.

Manufacturer narrative:
Lifescan (lfs) does not expect the return of the subject device.